Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the protective sheath on the vh-4000 jaws came off. The harvester elected to complete the harvest using an open leg technique. The product is returning. The lot number is unk.

Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. The lot number could not be obtained so a lot history record review could not be performed. (B)(4).